Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation was unable to confirm the customer reported failure mode. The instrument passed recognition testing on an in-house is3000 test system. The instrument was successfully recognized and showed that the instrument had 10 uses remaining. The pogo pins did not stick and were not contaminated. Failure analysis investigation also found that the surface of the instrument's distal pulley had scratches. The distal end of the main tube also had various scratch marks exhibiting light material removal and a rough surface finish. The scratches were short in length and were not axially aligned with the tube. It was concluded that the damage to the instrument's main tube was likely due to mishandling/misuse. The bipolar pins located on the back of the instrument's housing were loose; however, the chassi was not broken. The instruments and accessories user manual specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not in itself in constitute a MDR reportable event; however; the damage to the instrument's main tube, found during failure analysis investigation could likely cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that prior to starting a da vinci si surgical procedure, the maryland bipolar forceps instrument was not recognized after it was installed onto the patient side manipulator (psm) arm. There were no missing or fallen pieces reported.